Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, depression, anxiety, insomnia, ptsd, physical limitations. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported depression, anxiety, insomnia, post traumatic stress disorder (ptsd), physical limitations directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 due to deep vein thrombosis (dvt). Patient is alleging migration, vena cava perforation, and organ perforation. The patient further alleges depression, anxiety, insomnia, post-traumatic stress disorder (ptsd), and physical limitations. Report from CT (computed tomography): "the superior tip of the filter is at the l1 level. This is at the level of the left renal vein. There is no anterior or posterior tilting of the filter. There is no tilting of the filter to the right or left. There is penetration of the struts through the wall of the ivc. Anteriorly the distance from the wall of the ivc is 2 mm. It abuts the posterior border of the transverse duodenum. Lateral to the ivc the end of the strut is 1 mm beyond the wall of the ivc. It does not penetrate any structure. There is a similar distance posteriorly. There is no penetration of any structure posteriorly although it comes close to a small vessel. The distance medially is 1.5 mm. It abuts the right lateral wall of the aorta but does not penetrate the aorta. There is no fluid or hematoma around the ivc or in the retroperitoneum. There is no ascites or free air in the abdomen or upper pelvis."

Event description:
18aug2017, per a report from computed tomography 2; ¿the anterior strut penetrates 10 mm through the ivc wall. It penetrates into the duodenum. The left strut penetrates 5 mm through the ivc wall. It penetrates into the aorta. The posterior strut penetrates 4 mm through the ivc wall. The right strut penetrates 6 mm through the ivc wall.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6. Investigation the following allegations have been investigated: aorta perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for organ/vena cava perforation. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Non-healthcare professional. Investigation. The following allegations have been investigated: vena cava (vc) perforation, migration. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2011. Approximately 5 years and 10 months later, the patient underwent a computed tomography (CT) scan which indicated that the patient's inferior vena cava (ivc) filter had moved since implantation and the struts perforated through the ivc wall abutting the small intestine as well as the abdominal aorta. Hospital and medical records have been requested, but not yet provided.